Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were taken to emergency medical services due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 1036 mg/dl at the time of hospitalization. The customer experienced vomiting due to high blood glucose. The customer treated high blood glucose with intravenous insulin. The customer able to complete self-test. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.